Event description:
It was reported that the patient programmer wouldn't turn or could be used. No symptoms reported. A replacement was sent and the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 37642 lot# serial# (B)(6): product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 37642, serial/lot #: (B)(6) UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.